Event description:
It was reported that during pre-discharge check this right ventricular (rv) lead was dislodged and lead testing showed increase in threshold. Subsequently, a lead revision was performed, and this rv lead remains in service. No additional adverse patient effects were reported.